Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 3 of 3 mdrs filed for the same patient (reference 3002806535-2013-00084, 2016-00186 and 00773).

Event description:
It was reported that patient underwent a left hip revision procedure approximately 24 months post-implantation due to unknown reasons.